Event description:
After using bovie, the scrub tech went to clean the blade and it came apart in 3 places on the sterile field. If all pieces had not been found, a portion could have been left in the patient and the plastic would not have been seen on the x-ray. Manufacturer response for bovie tip, edge insulated blade electrode (per site reporter).